Manufacturer narrative:
Exemption number e2008002. The total number of claims in this report for the 1st quarter of 2019 includes 2297 claims. A decrease of 2% compared with the 4th qaurter 2018. Non osseointegration is usually caused by patient condition and is a common side effect. Approximate 2 % of all sold dental implants worldwide that are placed will result in non osseointegration implants. Most of the fto (failure to osseointegrate) appear within the first 6 months after placement. (B)(4). The ratio is statistically analyzed and compared to the value provided by the (B)(6). Our number of non osseointegrated implants is well below to the average value of the industrial average benchmark. The medical evaluation and the material assessment of all claims concluded that there were no product problems involved in any of the events. In every single case we could not detect any problem caused by altatec (B)(4) as manufacturer.

Event description:
This report is generated to comply with FDA requirements for asr summary reporting. This report includes all claims received during the first quarter 2019 by altatec (B)(4), (e2008002). This report covers 2297 claims for non osseo integrated implants. The failure of these products (dental implants) is not to osseointegrate in the bone. Non osseointegration is usually caused by patient condition or wrong product placement during surgical procedure by the dentist and is a common and known side effect. (B)(4). This summary report also includes 60 implant fractures that are caused by overloading of the dental implant. Only 1 claim of the 60 claims occured in the united states of america. The overloading was caused by patient condition. Patient problem was bone loss caused by peri-implantitis. The medical evaluation and the material assessment of all implant fractures concluded that there were no product problem involved in the implant fractures. The statistical evaluation of the non osseointegrated implants shows that more patients with age of 60+ are affected. There is no significant difference in gender. Smoker are often affected by non osseointegration of dental implants however smoking is a known risk situation that reduces osseointegration rate.